Event description:
After bathing, the resident was removed from the bath and a sub chassis was attached to the chair. The pt leaned forward when the chair suddenly collapsed. The resident and chair fell to the floor. The resident did not sustain any injuries. One person involved.